Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no.: 309657, batch no.: 0161865. It was reported that when syringe leaked from side of the barrel near the 1ml marking when drawing up serum. Complaint details per phone call: customer called to report that when drawing up serum, syringe leaked out from the side of the barrel by the 1ml marking.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no.: 309657 batch no.: 0161865. It was reported that when syringe leaked from side of the barrel near the 1ml marking when drawing up serum. Complaint details per phone call: customer called to report that when drawing up serum, syringe leaked out from the side of the barrel by the 1ml marking.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: d.10. Returned to manufacturer on: 1/22/2021. H.6. Investigation: one 3ml syringe in an opened blister pack from batch 0161865 (p/n 309657) was received and evaluated. It was observed there was two lengthwise cracks present in the barrel. One was inside the grad lines and extended from the 0.5ml to the 1.5ml marking. One was outside the grad lines and extended from the 0.5ml to the 1.2ml marking. The cracked barrel was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. H3 other text : see h.10.